Event description:
It was reported to arjo that during the patient's transfer from the chair to the bed, the ceiling lift detached from the track and fell with the patient to the floor. As a consequence, the patient sustained fractures and was admitted to the hospital. The event occurred during transfer of the patient using arjo device maxi sky 440 ceiling lift. The track system and sling were not manufactured by arjo.